Event description:
On (B)(6) 2009, the patient reported, he was practicing with his new insulin infusion device using a cartridge of saline water. He was trying to change the cartridge, but needed assistance. He stated, he has not completed the 'change cartridge' procedure, but has inserted the cartridge in the cartridge chamber. He was instructed to begin the 'change cartridge' procedure and try to remove the cartridge. He was given instructions on the proper procedure to do so. The patient stated, the plunger remained attached to the piston rod and water spilled into the chamber. He said, the plunger fell out when his device was turned upside down. He dried out the chamber with a cotton swab and was advised to remove the cartridge and let his device dry out for a couple of hours. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.